Event description:
It was reported via repair work order that the power coil cord was damaged from the footend cover. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.